Event description:
It was reported that intermittent occlusions alarms occurred. At the time of report tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. However the customer said they were recurring and ultimately the pump was replaced, the customer continued pump usage. There was no reported adverse impact to the customer¿s blood glucose level.